Event description:
Information received from the (B)(4) clinical study, subject: (B)(6). On (B)(6) 2013, the patient was randomized to IV tpa + solitaire fr and treated with two solitaire devices. The tici (thrombolysis in cerebral infarction) was 2b after three solitaire passes. One day post procedure, it was reported the patient had an intraventricular hemorrhage and parenchymal hematoma. On (B)(6) 2013, the patient expired. The cause of death was sepsis and it was study related.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no issues were noted that would have contributed to this event. The devices will not be returned for analysis as it they were discarded; therefore, the event cause could not be determined. The other device involved in the event is as follows: model#: sfr-6-20 / lot#: 9632731 / dom: 08/20/2012 exp: 08/02/2014.